Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was in 500s mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery was recurring. The customer was assisted with a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer did not troubleshoot for motor error during time of call. The customer will call back to troubleshoot.